Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the right eye of a high resolution stereo viewer (hrsv) in one of the surgeon side consoles (ssc) was black. The customer confirmed the other ssc and vision side cart (vsc) images were working properly. The technical service engineer could not find any related errors and advised the customer to power cycle the system when possible. The customer continued the case with the working ssc. The procedure was completed with no reported injury.